Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 500mg/dl with nausea, urination, thirst, and small ketones associated with a basal delivery discrepancy. The patient reportedly self-treated by changing the infusion set and insulin via injection and resumed insulin pump therapy. During troubleshooting, the reporter noted that the patient had not received the full amount of basal delivery from (B)(6) 2016 leading into the morning of (B)(6) 2016. A cause for the variation could not be determined. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 08-aug-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: a review of the pump¿s black box showed the total daily dose (ttd) basal totals from 01-jun-2018 to 14-jun-2018 added up correctly with the basal program. The complaint regarding a history setting issue was reported on 01-jul-2016; according to the pump history the pump was in use until 14-jun-2018, therefore all tdd and black box data has been overwritten for time of complaint. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.